Event description:
Patient reported rupture and pain. This record is for the right side. The device remains implanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6a, g.2.

Event description:
Patient reported rupture and pain. Later, healthcare professional reported rupture confirmed via MRI. This record is for right side. The device remains implanted.

Event description:
Healthcare professional reported right side rupture confirmed via MRI.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b6 h6.